Manufacturer narrative:
Additional information received by smiths medical via email no patient involved.

Manufacturer narrative:
One medfusion pump was received with the top case and bottom cases in excellent condition. And there was no visible contamination. Ne medfusion pump was received with the top case and bottom cases in excellent condition. The battery was recharged, but the super cap error still duplicated. The main printed circuit board (pcb) was the cause of the reported issue. The super cap was not working as intended. A black, low profile panasonic super cap was present. There was no external damage or contamination to the main pcb. The main pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.